Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported "deflation" against left device. The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, creases fold and wear abrasion. The unit does not leak. Microscopic analysis was performed which identified, observed void >1 mm in non-textured, valve-to shell-bond area. And an air pocket was observed, within the valve to shell bond area. It is out of specification, per qa199.06, was identified, which is characterized as a workmanship. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: an air pocket within the valve to shell bond area didn't cause a deflation, because the air pocket is within a sealed (vulcanized) area. And it does not allow any leakage. No openings were observed, on the device or issues related with the complaint.

Event description:
Healthcare professional reported, "deflation" against left device. Device explanted.

Manufacturer narrative:
Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices were released in accordance with allergan procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was observed void on valve side out of specification (1.5mm) per qa (B)(4) which is not related to the reported complaint. A review of the current risk documents was performed and the event of void in valve is a known event, for which manufacturing process controls and inspections are stablished to reduce the incidence of this defect. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. The issues with void in valve will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.